Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator fluid leak was noted from the battery compartment. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned: sample discarded.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg irrigator leaked irrigation fluid from the battery chamber. There was no reported patient injury.